Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the unintended movement. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Visualization was occasionally difficult, but grasping was well visualized. The first clip (01201u165) was implanted without issue; however, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip (01219u179) was advanced and was planned to be placed medial to further reduce mr. However, positioning the clip was challenging, after inverting the clip, the sleeve steered to the lateral side due to tension on the device. The clip got caught in chordae, was freed but a chordae rupture occurred. Mr worsened to 5. The clip was not implanted and was removed. Mitral valve replacement surgery was performed, the slda clip was surgically removed. No additional information regarding this issue was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of unspecified tissue injury and mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation determined the reported unintended movement of sleeve steering issue appears to be related to procedural conditions. Difficult removing from the anatomy (clip caught on chordae) was due to the sleeve steering issue. The reported poor image resolution was due to visualization was occasionally difficult. The patient effect of unspecified tissue injury (chordae rupture) appears to be due to the clip getting caught on the chordae. Worsening mr was due to the tissue injury. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.